Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having difficulty connecting their handset and communicator to their ins to make an adjustment to their therapy. During the call, the patient was guided through connecting their handset to their communicator, but the patient was unable to and stated their screen was just showing a spinning circle. The patient stated that today was their first time having issues connecting their handset to their communicator. The patient confirmed the communicator battery was low and showing an orange light and they were advised that it needed to be charged. The issue was not resolved through troubleshooting. The patient would call back once their communicator was charged. The patient called back for help connecting to their device and increasing. The patient had difficulty following instructions but was able to connect to the implant and increase. The patient was concerned the stimulation was not felt. The patient was advised the stimulation did not need to be felt in order to be working. The patient would monitor symptoms and call back if additional help was needed. Additional information was received from the patient. They called back and stated they had both external devices available and charged and didn't think they were using them right/didn't think they were working right. The patient also stated they didn't think the therapy was working properly since they were implanted, that the relief was intermittent and that they had been voiding just the same. The patient was guided through connecting to their settings. The therapy was on , on program 6 at 7.0 ma. The external devices were functioning as intended. The patient was satisfied that everything was working and didn't want to make a change. The patient commented that sometimes they'd feel a shock in their right buttock where the implant was but confirmed they felt a comfortable fluttering in their bike-seat region and didn't want to decrease stimulation or change to a different program at this time. Device description/function as well as programming and stimulation considerations were reviewed with the patient, and they were redirected to follow up with their healthcare provider (hcp) about their therapy concerns and the shocking. The patient stated they were happy everything was working and they would continue to monitor their symptoms.